Event description:
The facility had stated that the surgeon successfully implanted a model cc4204bf intraocular lens but noted damage to the lens after implantation. The surgeon removed the lens without injury to the pt. The facility stated that a model msi-pf injector and a model sfc-25 cartridge was used to implant the lens but the lot numbers for these items was not specified.